Event description:
Customer reports that his device read 360mg/dl while the doctor's device read 130mg/dl within 5 minutes. No treatment reported. No quality controls were used. Requested return of suspect device and replacement was sent.